Manufacturer narrative:
(B)(4). Final analysis found that the field report was confirmed. A current leak was noted in the lead caused by damaged inner insulation. The inner insulation was damaged due to suture sleeve tie down force. The damage is consistent with that occurring during the implant procedure. (B)(4).

Event description:
It was reported that the patient presented in clinic for post implant follow-up. Upon device interrogation, the right ventricular lead exhibited loss of capture, loss of sensing and low impedance in bipolar configurations. During lead revision, it was noted that the insulation was damaged at the suture sleeve tie down. The lead was explanted and replaced. The patient&#38112;condition was good post procedure.